Event description:
Related manufacturer reference number: 2017865-2022-04409. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the left ventricular lead exhibited loss of capture. The right ventricular and left ventricular lead were found to be dislodged. The right ventricular and left ventricular lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: db-date of explant. The reported events were lead dislodgement and unable to capture. As received, a partial lead was returned in three pieces for analysis. The reported event of unable to capture was not confirmed. The reported event of unable to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure where separated insulation and cables was noted at 20.5cm to 23.0cm from connector pin and the inner coil was stretched at this region.